Event description:
This event involves a patient on the rehab unit that had a continuous passive motion machine on the patient's right lower leg as part of treatment following knee surgery. Although the machine flexion setting was at 55 degrees, the flexion was in maximum position and would change only after turning the machine off and back on again.